Event description:
Consumer called to report that while using her heating pad, there was a strong smell of kerosene or coal oil. The smell or fumes from the pad caused her sinuses bleed and her skin itchy. The consumer also suffered swollen eyes and a sore throat. The symptoms were relieved with the removal of the pad and no medical attention was needed.